Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the filter was titled and two of the filter limbs appear to be perforating the cava wall. The pt was reported to be asymptomatic. The physician is evaluating the course of action.